Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon detachment occurred a 8mm x 2.75mm nc quantum apex balloon catheter was selected for dilation. During insertion, the balloon fell off the delivery catheter inside the guide catheter. It was noted that no resistance was encountered during insertion or removal. The balloon was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and blood in the hub, guidewire lumen and between the balloon folds. The balloon was tightly folded. The balloon was attached to the shaft of the device. There was a complete hypotube fracture 69cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. There were multiple kinks throughout the hypotube and shaft. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon detachment occurred a 8mm x 2.75mm nc quantum apex¿ balloon catheter was selected for dilation. During insertion, the balloon fell off the delivery catheter inside the guide catheter. It was noted that no resistance was encountered during insertion or removal. The balloon was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.